Manufacturer narrative:
D4: serial number updated. Correction to field h6. Device codes.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, there was an error code 495, and the case could not be completed. The patient was sedated with general anesthesia. The procedure was successfully completed the following day using another generator. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, there was an error code 495, and the case could not be completed. The patient was sedated with general anesthesia. The procedure was successfully completed the following day using another generator. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, there was an error code 495, and the case could not be completed. The patient was sedated with general anesthesia. The procedure was successfully completed the following day using another generator. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.